Manufacturer narrative:
The customer¿s experience with the iui connector that was noted to be burnt was confirmed and found to be the source lvp¿s male iui. The visual inspection of the source lvp identified thermal damage to the male iui¿s pins 13 (moddetr) and 14. (+8v in/out) the lvp log analysis could not provide any insight as to the cause of the thermal event. Testing performed on the source lvp¿s thermally damaged male iui found pin¿s 13 and 14 short circuiting. The motor circuit board iui traces were tested, and there was no short circuiting observed. During the internal inspection, there were no anomalies observed. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). There was no patient involvement.

Event description:
The customer reported that the device was tagged with a note indicating it was broken in the biomed department with no further information. The customer stated that the iui connects on the device were noted to be burnt and the plastic around them to be melted. There was no patient involvement.